Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported that regarding a microclave¿ clear connector that the microclave is used for the entry of all lumens of the central venous catheter; however, there had been issues with some parts because they did not allow the passage of medications. Additionally, the flow rates did not match what was intended to be infused, causing blockages and leading to unexpected boluses of medication during infusion, which puts the patient's life at risk, especially when the infusion involves amines or high-risk medications. There was patient involvement and no harm reported

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.